Manufacturer narrative:
(B)(4). The evaluation of the provided sample is anticipated, but not yet begun. The batch review did not find any nonconformances related to the reported condition during the manufacture of this device. A follow-up report will be submitted once the evaluation results become available.

Event description:
It was reported that a tpn therapy bag was found to have blue particulate within the bag. The particulate was found in the bag after tpn was admixed in the bag. No patient involvement or adverse events occurred. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported sample was returned for evaluation. Visual inspection identified a small blue particulate matter. The cause of the condition is unknown; however, a review of the manufacturing process did not identify any materials inherent to the process from which the particulate could originate. Should additional relevant information become available, a follow-up report will be submitted.